Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion details are unknown. The 4.0x16mm promus element plus coronary drug-eluting stent system was advanced, but was unable to cross the lesion. Difficulty was noted during withdrawal and once the device was removed, stent damage was observed. It was further noted that the stent damage was likely due to the calcification of the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion details are unknown. The 4.0x16mm promus element plus coronary drug-eluting stent system was advanced, but was unable to cross the lesion. Difficulty was noted during withdrawal and once the device was removed, stent damage was observed. It was further noted that the stent damage was likely due to the calcification of the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the stent was damaged; a strut was elevated. The hypotube was severely kinked at various intervals along its entire length. Visual and microscopic examination of the balloon and tip sections revealed no issues with their profiles that could have potentially contributed to the complaint incident. No further damage was noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).